Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter with an unspecified serial number compared to the stago compact neoplastine cl plus laboratory method. The result from the meter was 3.8 inr. The result from the laboratory was 2.6 inr. The tests were performed within 3 hours of each other. The patient's therapeutic range is 2.5 - 4.0 inr. There was no allegation that an adverse event occurred. The test strips were requested for investigation. Relevant retention test strips (lot 304975) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer returned the test strips. The test strips and strip vial showed no defects. The returned test strips were measured on reference meters with a high level control sample with a specified target range 2.6-3.2 inr. All inr values were within the specified target ranges. No error messages occurred. The returned customer material and retention material comply with the specification. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 304975) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. The investigation did not identify a product problem. The cause of the event could not be determined.